Event description:
On (B)(6) 2013, patient reported the cartridge leaked insulin into the infusion device. He noticed bubbles of insulin near the plunger on (B)(6) 2013. There were more bubbles and insulin leaked near the o-ring on the day of the report. He was unable to provide the lot number and expiration date of the cartridge. He cleaned the cartridge compartment with a cotton swab. The cartridge was replaced, and the cartridge and adapter were requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Treatment start date is unknown. It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint describing a leak cannot be verified. The received used cartridge was visually and leak tested, and all test results were within specification. The adapter passed the optical inspection.